Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. The right ventricular lead exhibited high impedance and increased capture thresholds. No medical intervention was performed and the patient was in good condition post event.